Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission showed an alert for high defibrillation impedance measured in the right ventricular lead. Subsequent measurements were within normal limits, and it was decided to continue to monitor. There were no patient symptoms reported.